Manufacturer narrative:
(B)(4). The reported complaint of "no ap fiber optic or ap transducer signal" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "when placing an iabc in the ccl noap fiber optic or ap transducer signalshowing up on console screen.consoles were switched out andworked appropriately". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "when placing an iabc in the ccl noap fiber optic or ap transducer signalshowing up on console screen.consoles were switched out and worked appropriately". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)